Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). A consumer reported that the patient had the implant removed because she needed to have an MRI and because it didn¿t work well for them. The caller indicated that the patients surgeon wants them to get a pain pump because the patient is overage and it's too risky to perform surgery. It was noted that the patient is in pain and has been taking a lot of morphine which is affecting her brain; the patient has been in coherent and not talking. It was also noted that the patient does not have a managing physician and was sent physician listings. No further patient complications have been reported as a result of this event.